Event description:
The reporter contacted animas on (B)(6) 2013 reporting the patient was hospitalized on (B)(6) 2013 with blood glucose of 22 mmol/l, ketones of 4 and vomiting. The patient was reportedly discontinued from insulin pump therapy and was treated with insulin injection by syringe and intravenous saline infusion. The patient was reportedly discharged from the hospital after changing the insulin and the site/set and had bg 11 mmol/l and was asymptomatic. The patient¿s healthcare provider reportedly stated that the issue could have been with the infusion pump or the insulin that was used. The reporter stated they believed the insulin being used at the time was bad because once the insulin was changed, the patient¿s bg returned to normal range and stayed within normal range. The reporter stated that the insulin pump was functioning correctly and she confirmed all the settings in the pump and the pump history was all correct. This complaint is being reported because the patient experienced elevated bg with hospitalization while on insulin pump therapy allegedly resulting from the use of bad insulin. There was no allegation of a pump malfunction.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2014 with the following findings: review of the black box data revealed activity recorded from (B)(6) 2014 ¿ (B)(6) 2013. There was continued use of the pump after the original complaint date of (B)(6) 2013 and all history from and black box data from the reported event have been overwritten. Review of the available black box and alarm history data revealed no errors or alarms related to the complaint. The daily insulin delivery totals were found to correctly reflect the user's programmed basal rates. A delivery accuracy test was performed and the pump passed and was found to be delivering within the required specifications. Investigation was unable to duplicate the complaint.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.